Event description:
The user facility reported that an employee was cleaning the chamber of their reliance endoscope drying and storage cabinet and obtained a small cut to their hand. The employee did not seek or receive medical treatment and continued working.

Manufacturer narrative:
A steris service technician contacted the user facility following the reported event. The user facility's biomedical technician stated he would perform necessary service activity on the reliance endoscope drying and storage cabinet and declined steris's service. The reliance endoscope drying and storage cabinet is not under a steris service agreement; all routine and preventive maintenance activities are performed by the user facility's biomedical technicians. No additional issues have been reported.